Manufacturer narrative:
(B)(6). (B)(4). Impact code f12 captures the reportable event of the patient have to consult health professionals like physiotherapist, osteopath, acupuncturist, and gynecologist for pain management. The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a procedure performed on (B)(6) 2014. On (B)(6) 2019, the patient experienced pelvic pain on her right side, allodynia of the right groin, pudendal neuralgia with burning sensation of the vulva and anus, muscle stiffness on the right side which brought intermittent pain on her gluteus maximus, inner thigh, and stomach. Moreover, the patient also had pain when sitting down which made her adapt to a sit-stand position work desk. Since (B)(6) 2019, the patient had to consult to the health professionals like physiotherapist, osteopath, acupuncturist, and gynecologist to help her manage pain.